Event description:
It was reported that a female patient underwent a breast surgery with a 350cc mentor siltex round moderate profile saline breast prosthesis and experienced a deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 13, 2022, the mentor failure analysis lab has received the device for evaluation. On september 20, 2022, the evaluation for the device was completed. Additional information received also reported that the deflation occurred on the patient's left side. The device serial number has been updated to (B)(6) the patient weight was updated to 130 lbs. Device evaluation summary: visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 350cc breast implant had an area of siltex cracking on the anterior view. Leak testing was performed, according with mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately 0.3 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).